Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was stuck on initializing peripheral. A field service engineer (fse) identified powered off the machine and all drawers were checked to ensure none were causing the issue. A system re-image was performed using the 1.7.4 image. After the station loaded, no drawers were detected in hta, requiring replacement of the comm sled. The fse had replaced the comm sled. Group policy editor time synchronization was updated, wsus configuration was applied manually, and eset was installed. The initial data synchronization failed, after which the speed and duplex settings were adjusted. A subsequent data synchronization completed successfully, the application was set to auto-launch, and service updates were completed by enabling the required computer policy. The reimagining was done on this machine. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the system needed to be restarted. Upon reboot, a windows blue screen appeared with the message, that is something didn¿t go as planned. Going back to your previous version. Please keep your device on. The duration of this process was unclear, and the screen remained displayed for several hours. There were no adverse events or injuries reported based on this event.